Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized multiple times due to high blood glucose levels. Customer's blood glucose was around 300 mg/dl at the time of the incident. There was a hospitalization on (B)(6) 2017 with a blood glucose level of 360 mg/dl. The customer woke up with a blood glucose reading of around 400 mg/dl. The customer was treated with insulin in an IV, syringes, and the insulin pump. The customer was off the insulin pump less than 48 hours prior to hospitalization. Customer¿s blood glucose level was 302 mg/dl at the time of call. Customer completed troubleshooting and the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.